Event description:
The customer reported that her blood glucose was fluctuating since she was hospitalized. The caller was unsure if insulin had leaked from the reservoir. However, she noted air bubbles on one event after the reservoir had been used. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2013-95980.